Event description:
It was reported that during an unknown procedure, at the beginning of the surgery and the use of the instrument, the doctor realizes that the 'min' button doesn¿t work. They then realized that a small part of the metal (copper apparently) came off the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #m90l17. The device was returned in good physical condition. The blade was not broken off as reported. The device was tested with a gen11 and was functional when the max or min activation buttons were compressed. The button assembly was disassembled to inspect the internal components and it was found that the min hand activation button was damaged. The min hand activation button assembly was disassembled. All the parts were returned with the complaint. It is possible that due to the damage to hand activation buttons this could cause the reported issue of ¿switch button non functional¿ when the min button got damaged. However, when the device was tested for functionality the device activated. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.